Event description:
Difficult deflation was encountered during a coronary angioplasty of a saphaneous vein graft. Deflation was successfully achieved and the balloon was removed through the introducer sheath without further incident. Another balloon catheter was used to successfully complete the procedure without pt complications. This device was received, evaluated and retained by this MFR. The engineering evaluation revealed the shaft of the balloon was bowed and there was dried foreign matter in the lumen of the balloon. The balloon could not be inflated due to the foreign matter occluding the shaft. The shaft was cross sectioned and a blockage of dried contrast was located twenty centimeters from the bifurcation. This device was used in a non-indicated procedure. Also, the device displayed characteristics consistent with overpressurization, a bowed shaft. Co believes these factors contributed to this event and does not attribute it to the device. Co directions for use state: balloon dilatation catheters are recommended for percutaneous transluminal angioplasty of small, narrowed or obstructed iliac, femoral or renal vessels in the peripheral vasculature. These catheters are not designed for use in the coronary arteries. Any use for procedures other than those indicated in the instructions is not recommended".